Manufacturer narrative:
Product event summary # s7 - image rotating when at edge of volume. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system event having occurred intraoperatively of a cervical spine procedure. It was reported that the navigation image in the trajectory views showed the image and cad model of the probe starting to float/rotate together. It was indicated that it was consistent when navigating at the edge of the imaging volume, but no issues were experienced when navigating in the middle. There was no reported impact to patient and no delay to the procedure reported.